Manufacturer narrative:
The implanting physician suspects the occurrence may be tight to a sensitivity or allergy to the suture used to close the receiver pocket. The implanting clinician swap the wound for cultures to confirm if an infection is present. Culture results are not available as of yet. The implanting clinician removed visible sutures, and the liquid coming out of the wound was expressed. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all products used were intact before the implant, and the procedure was completed following the product instructions for us. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the wound not healing was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the wound not healing is unknown/no problem found.

Event description:
On (B)(6) 2020, the clinical representative was made aware that a patient's incision receiver pocket was red and leaking a small amount of liquid. The end of the suture for the fascial layer was protruding from the skin.